Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p-wave oversensing causing non-sustained right ventricular oversensing. Obtaining lead image was suggested to verify its placement. Programming changes were made. The issue was resolved.